Event description:
During an implant the physician tried to position the rv lead into the rv apex, and as soon as he withdrew the stylet from the lead and check the parameters, he did not get good thresholds on that position. Another attempt was made but this time the stylet did not go in to rv lead. The lead was not used and was replaced. Patient condition is stable.

Manufacturer narrative:
Analysis found an internal short and stylet insertion test found obstruction/restriction at the connector region due to the inner coil being over-torqued. All damages found were sustained during the surgical procedure. The lead was otherwise normal.